Event description:
A consumer reported experiencing blurry vision following bilateral intraocular lens (iol) implant surgery. In a follow-up, the surgeon reported the event will resolve without treatment and that the patient was in a "neuroadaptation period". There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 05/29/2009 and 06/01/2009 by phone, fax, and mail. A completed questionnaire was received on 06/09/2009. This report was mailed to FDA on: 06/26/2009.